Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that during the operation, the power was insufficient and the skin removal operation could not be completed. The staff replaced the electric skin removal knife with a domestic spare in an emergency to complete the surgical treatment. The patient did not receive any injury as a result. This device was repaired by hospital and will not be returning. No adverse events were reported as a result of this malfunction.